Event description:
It was reported that after troubleshooting for an unrelated alarm, the home patient (hp) refused to switch out the heater bag when trying to start the therapy over using all new supplies. The technical service representative (tsr) explained that all of the materials need to be replaced when starting the therapy over. However, the hp still refused to switch the heater bag. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report for use error, reuse of single-use product, where the home patient (hp) refused to switch the heater bag when starting the therapy over and changing all other disposables. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device. It instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If any additional relevant information is obtained, a supplemental report will be submitted.